Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-720a-(B)(4): the glass cap exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe char on surface; the outer flow tubing open end exhibits minor scratch marks; control knob handle rotates independently of fiber. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure at 162,941 joules and 15:51 minutes the fiber was rotating within the metal cap, causing the fiber to fire into the cap and stop working. The fiber was exchanged and the second fiber was used to complete the procedure. The fiber tip was not cleaned during the procedure. No patient harm reported.

Manufacturer narrative:
Based on device analysis results, the potential for forward firing would not have occurred as the damage to the glass cap is at the proximal side of fiber/glass fusion zone. The identified issues may activate the fiberlife function which would modulate the power placing the system into standby mode. The issue identified would instead diminish vaporization efficiency. The manufacturer has reviewed all information and determined this event no longer meets the requirements of a reportable event for the device in question.